Event description:
It was reported by the hospital contact that when deploying the enterprise stent (enf452212/10424435) in the internal carotid, the distal tines would not open at all, so the physician re-sheathed the stent and took it out together with the prowler select plus (606s255x/lot unknown). Another stent and microcatheter (details unknown) were used to complete the procedure. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. The vessel had medium tortuosity. The product will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. The microcatheter was a straight microcatheter and was not re-shaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The deployment of the device was not attempted by pushing it out of the end of the microcatheter. The stent was pinned and the microcatheter was unsheathed partially, the device did not open distally. There were no damages noted on the stent after use. There was no clinically significant delay in the procedure due to the event.

Manufacturer narrative:
The product was not returned. A device history record could not be performed because the lot number of the product was not provided. Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. This is one of two devices used for this complaint (B)(4).

Manufacturer narrative:
The product has been returned. Results of investigation are not yet available. Additional information will be submitted within 30 days. No conclusions are made at this time.